Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was treated with ancef (1 gm, intraperitoneally, daily, duration not reported) for the peritonitis but it was reported that the patient did not finish the antibiotics course. The patient was retrained on aseptic technique. 39 days after the initial onset, the patient experienced a recurrence of peritonitis and was hospitalized. The patient was again treated with ancef (1 gm, intraperitoneally, daily, duration not reported). After three days of hospitalization, the patient was discharged. The patient was reported to be recovering from the peritonitis and was going to be switched to hemodialysis. Additional information was requested but is not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).